Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went into lake and insulin pump was flashing white. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the screen was blank and they saw water under the screen. Customer stated that the insulin pump was exposed to moisture due to lake water. Customer reported that the insulin pump had crack near to the battery compartment and reservoir lip ring was not damaged. Customer stated that the insulin pump had an image with an open book and a question mark on screen. Customer stated that the contacts on the battery cap were damaged and battery compartment was neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and recommended to refer the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display due to critical pump error (open book image) alarm. Device received with cracked battery tube thread and cracked case battery tube noted.